Event description:
Pt had a percutaneous nephrostomy tube. A loop was placed in her right kidney on 3/30/93. This tube was replaced on 7/9/93. On 7/29/93, the pt had definitive surgery for bladder cancer, and the second tube was removed. During the removal of either the first or second tube, the string in the tube was detached in two places, apparently broke loose of the device, and remained in the pt's ureter and kidney. This promoted the development of kidney stones. On 7/25/94, the pt had a lithotripsy for kidney stones. On 6/9/95, bladder stones were surgically removed. The string was also identified at that time and removed. The pt has in her possession a videotape of the 6/9/95 surgery, which vividly demonstrates the presence of the string, and the collection of stones around the string. As well, she has the string, an approximately 8 inch segment, which apparently broke from either the first or second nephrostomy tube, presumably during removal.